Event description:
The reporter obtained a result of 106 mg/dl compared to the lab result of 150 mg/dl. Both were fasting tests. The reporter stated he had taken his oral medication, took a walk and went to his dr's office, with about one hour between tests. He did not have control solution for testing.